Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis could not replicate the reported issue. The instrument was placed on is 3000 system and driven. Recognition and engagement passed. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Visual inspection showed the instrument blades had mechanical indentations/burrs. The scissors did not cut cleanly through 0-silk suture. The suture was smashed between the blades and required multiple attempts to be cut completely through. The blades had indentations along the length of each blade of the instrument. Failure analysis concluded the damage was likely due to mishandling / misuse. One grip close cable was frayed at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Additionally, one grip close cable was derailed from the distal idler pulley. The grips could still open and close but movement may not have been precise. The cable derailment was likely due to cable losing contact with pulley during wrist articulation. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a mega suturecut needle driver instrument would not engage/recognized by the system. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.